Manufacturer narrative:
The following products were used in the surgery: product ID: 5030641, lot: 46fc, qty: 1, 510(k) #: k133653, UDI #: (B)(4). Product ID: 5030641, lot: 71ej, qty: 1, 510(k) #: k133653, UDI #: (B)(4). Product ID: 3120514, qty: 6, 510(k) #: k063100, UDI #: (B)(4). Product ID: 7200037, qty: 1, 510(k) #: k021461, UDI #: (B)(4). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient call that the patient underwent cervical anterior fusion at c4-c6 due to stenosis. On an unknown date, post-op, the patient experienced severe itching & discomfort in the neck. According to the patient, she is allergic to titanium. No further information has been provided.